Manufacturer narrative:
H3: product analysis #(B)(4) :part # 9560101 : lot # 1194491 visual and functional inspection confirmed the image is slightly fuzzy. The instrument appears to be worn from repeated use and cleaning. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via manufacturer representative regarding an endoscope used in endosurgery. It was reported that the endoscope was fussy when the tech checked it before the patient was in the or room. It was believed that the issue was a break. When they plug in the scope the imagine is blurry/fussy on the screen even when they clean the scope. No patient was involved in the event. No further complications were reported/anticipated.